Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.